Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that a prostate surgery was performed on (B)(6) 2022 at 16:30 pm, and a foley catheter was placed in the operating room after the operation. On october 22, the patient found that the foley catheter had slipped, and the nurse went to the bed to check and found that the catheter balloon was ruptured. The breach was complete, and the doctor reported to re-indwell the catheter. After indwelling catheterization, the urine color was clear, and the patient had no discomfort. As per the analysis and description of the cause of the incident, stated about the quality of the urinary catheter. Also stated that it was uncertain whether paraffin oil was used for lubrication, or whether the indwelling catheter was cut or not or whether the patient was stretched. The catheter slippage affected the treatment of the patient's condition, and the risk of requiring a second catheterization. Per follow up via ibc on (B)(6) 2022, there were no missing pieces of balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a prostate surgery was performed on (B)(6) 2022 at 16:30 pm, and a foley catheter was placed in the operating room after the operation. On october 22, the patient found that the foley catheter had slipped, and the nurse went to the bed to check and found that the catheter balloon was ruptured. The breach was complete, and the doctor reported to re-indwell the catheter. After indwelling catheterization, the urine color was clear, and the patient had no discomfort. As per the analysis and description of the cause of the incident, stated about the quality of the urinary catheter. Also stated that it was uncertain whether paraffin oil was used for lubrication, or whether the indwelling catheter was cut or not or whether the patient was stretched. The catheter slippage affected the treatment of the patient's condition, and the risk of requiring a second catheterization.